Event description:
During an l4-s1 posterior lumbar fusion procedure with a patient that has severe spinal spondy, the screw head broke off. Reportedly the l5 level was severely in front of s1 level. The surgeon inserts the screw through s1 then through l5-s1 disk space into the l5 body. This places the patients body at a huge angle that must be overcome. The amount of torque, angle, and size of the screw could have contributed to the head popping off. The screw was 90 percent into position. When the surgeon removed the screwdriver the poly axial head was on the screwdriver. The surgeon placed a new poly axial head on and completed the procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.